Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm) experienced blood leakage through the bc valve. The following information was provided by the initial reporter: faulty blood control valve.

Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in. (0.9 x 25 mm) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm) experienced blood leakage through the bc valve. The following information was provided by the initial reporter: faulty blood control valve